Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient developed hypersensitivity (skin seemed to be irritated, erythema) after surgimend placement for pectoral breast reconstruction. It appeared once and it was continuous for about three weeks. The patient developed a hole in the skin and removal of the implant was required.

Manufacturer narrative:
Surgimend was not returned for evaluation (remains implanted); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.